Event description:
Patient admitted on (B)(6) 2013 for gi bleeding. Lft's. Rft, lactate and hemolysis labs elevated. Rhc done on (B)(6) 2013 showed low co/ci with elevated pa/pwp/cvp. Echo done demonstrated a decrease in flow through the lvad pump.

Event description:
Patient admitted on (B)(6) 2013 for gi bleeding. Lft's. Rft, lactate and hemolysis labs elevated. Rhc done on (B)(6) 2013 showed low co/ci with elevated pa/pwp/cvp. Echo done demonstrated a decrease in flow through the lvad pump.